Event description:
Medtronic received the following information obtained from a conference. Aneurysm and vessel morphology was not reported. It was reported that the physician measured the size of the stent graft while loaded in the delivery system and believes that the length of the stent graft does not match the packaging label. The physician stated that the stent graft is shorter than labeled. No clinical sequelae were reported.

Event description:
Additional information was received. It was reported that the physician always measure the stent grafts prior to implant and uses actual measurement for sizing. There was no patient injury. The endurant (B)(4) was measured in the packaging and the length was 119 mm. The endurant (B)(4) was measured in the packaging and the length was 84 mm. The endurant (B)(4) was measured in the packaging and the length was 119 mm. Reference MFR # 2953200-2012-02413.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: (unknown cause of event).